Event description:
It was reported that during an oophorectomy procedure, the device locked on tissue. Another device was used to get the device off of tissue and complete the case with no consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.